Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent and fever coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with unspecified medication for fourteen days and then was discharged from the hospital. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born in (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.